Event description:
This product was not used in a case but it was noticed by a staff member that the package was easily penetrated and "flaked" away instead of "pulling" away at the designated area on the package.